Event description:
Customer reported on a bravo capsule which failed to attach. The patient did not suffer from any adverse effect.

Manufacturer narrative:
No patient injury has occurred following this incident.